Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found to perform as intended. Although the saline pump wheel ran normal there was no louder noise than expected. The sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this event during the period reported. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended.factors which can lead to noise issue include: 1. The saline tube may have been loaded incorrectly causing the saline tube to vibrate more causing the motor to run loader than normal. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the wheel on the werewolf is making loud noise. Even though there was not a back-up device during the procedure, neither delay time nor patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to noise issue include: 1. The saline tube may have been loaded incorrectly causing the saline tube to vibrate more causing the motor to run loader than normal. There are no indications to suggest the device did not meet product specifications upon release into distribution.